Event description:
This is an example of a situation we have experienced several times over the yrs. Mallinckrodt neonatal sized endotracheal tubes continue to be unclearly marked in the area in which the tubes are most commonly positioned for the size of neonate each tube is used for. In this example a 2.5 ett for a .8 kg baby should be positioned between 6-7 cm at the lip. Instead of a 7 being clearly marked on the ett there are the words "do not reuse" in a fairly small font. In a pt population where your margin for error between intubation and extubation is around one cm this had posed a problem for a number of yrs - as in this case, the letter "0" was being used as a reference point at the pt's lip and the distance between the two "0's on the tube meant a difference between a mid tracheal intubation and a right mainstem intubation. As these tube sizes increase the "do not use" phrase gets moved to the least useful area on the ett ie on the 3.0 ett the phrase is in the place the number 8 should be. Throughout the yrs that this has been at issue several of my colleagues have contacted mallinckrodt and been given similar responses indicating they are aware of the issue and its potential risks to pts but that it is not in their interest to affect a change at this time.